Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported going to the emergency room to bring their blood glucose readings down. Customer stated that they had three cortisone shots and their blood glucose readings have been extremely high ever since. Customer's blood glucose reading at the time of the emergency room visit was 441 mg/dl and is currently 460 mg/dl. Customer mentioned having excessive thirst. Customer was treated and released from the emergency room. No further information reported.